Manufacturer narrative:
The g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter pairing test was performed with nordic bluetooth device and transmitter passed . The global transmitter final function test was performed and passed as well. Share log data was reviewed and signal loss was confirmed . The reported customer complaint was confirmed through share log. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test with nordic bluetooth device and unit passed. Functional testing was performed and the test passed. Perform share log review and customer complaint was confirmed via data review. The reported event of loss of connection was confirmed. The root could not be determined..